Event description:
It was reported that the balloons ruptured. A 2.0mmx20mmx143cm nc quantum apex and a 4.0mm x 15mm wolverine peripheral cutting balloon were used for dilation respectively. However, during the procedure, both balloons ruptured upon first at 12atm when inflated for a few seconds. The devices were removed from the patient's body without any problem using the normal method and procedure was completed with another of the same device. No complication reported and the patient was in good condition post procedure.

Event description:
It was reported that the balloons ruptured. A 2.0mmx20mmx143cm nc quantum apex and a 4.0mm x 15mm wolverine peripheral cutting balloon were used for dilation respectively. However, during the procedure, both balloons ruptured upon first at 12atm when inflated for a few seconds. The devices were removed from the patient's body without any problem using the normal method and procedure was completed with another of the same device. No complication reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned device, and it was noted that a section one of the blades measuring approximately 5mm had separated from the balloon material. The damage identified is consistent with the blade being damaged excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 18mm distally across the balloon material. As per eifu, the rated burst pressure for this device is 12 atmospheres. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found that both the shaft and hypotube of the device were kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.